Event description:
The device was replaced due to eri (elective replacement indicator). It was also later reported that the patient complained of premature battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was replaced due to eri (elective replacement indicator). It was also later reported that the patient complained of premature depletion. It was further reported that the patient had a stress test, three emergency room (ER) visits and two extra trip to the surgeon because of the device. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The device was replaced due to eri (elective replacement indicator). It was also later reported that the patient complained of premature depletion. It was further reported that the patient had a stress test, three emergency room (ER) visits and two extra trips to the surgeon because of the device. It was further reported by the patient that the device "went bad" and patient does not recall receiving warranty card at time of implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.